Event description:
It was reported that the patient presented to the hospital for a generator exchange procedure. Interrogation of the pulse generator noted that the right atrial (ra) lead exhibited high capture threshold. Fluoroscopy was performed and confirmed that the lead had also dislodged. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.